Manufacturer narrative:
D4 catalog number: the catalog number was updated from 21-7411-52 to the correct catalog number of 21-7411-51.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. Probable cause could not be determined.

Manufacturer narrative:
D4: correction.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "cartridge removed press ok to begin load process" message during infusion so they replaced the pump to the back-up pump. Per reporter the threads of the cartridge housing were cracked, and the black cartridge cap was also broken. No medical intervention required and no patient harm/adverse event reported. The drug was remodulin (treprostinil), route of administration was sc, dose 100ng/kg/min, frequency was continuous, start date was (B)(6) 2024.